Event description:
The customer reported the problem of speaker malfunction error. Additional information was requested from the customer. The customer confirmed that there were no audible tones/alarms heard. There was no reported patient or user impact.